Event description:
Customer reported she was putting another reservoir and it won't stop running. Customer's blood glucose was 163 mg/dl. Customer stated the insulin kept squirting out during manual prime. Customer stated the motor does not stop. Customer was unable to exit preparing prime loop. Customer did not receive any beeps or number on the display when holding the act button. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.